Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hand assisted right laparoscopic colectomy procedure, the surgeon had created the anastomosis and when they observed the staple line, the last three staples of the cut line on the distal top were sticking straight out and scissored. The anastomosis was complete; he stated that less than a centimeter of tissue area was involved and was removed from the tissue due to it was not interfering with the anastomosis site. He performed a leak test and no leak was noted. There was no patient consequence reported.